Event description:
Customer reported leaks at connection between set and reservoir. It was reported that connection was loose and insulin could be smelled. During troubleshooting, pump alarmed during high pressure test indicating that leaks may not have been present.